Manufacturer narrative:
The customer returned the suspected contour next link 2.4 meter for evaluation. No test strips were returned. Therefore, an in-house testing was performed with the returned meter and in-house contour next test strips from lot # 2bpeg15b using blood sample, which gave a satisfactory performance.

Event description:
An advocate called on behalf of the customer to report that the customer obtained blood glucose readings of 407 mg/dl and 360 mg/dl with the contour next link 2.4 meter. Based on those readings, the customer received 8 units and 6.4 units of insulin respectively from the insulin pump. The customer was experiencing symptoms of hyperglycemia, which were described as headache, nausea and tight chest. The customer was hospitalized and insulin was changed as a treatment. A laboratory testing was performed in the hospital and a reading of 306 mg/dl was received. The customer recovered well and was discharged after 3 days of hospitalization. The advocate was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured in patient weight as the customer's weight was not provided.